Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported the customer received a blank display on their insulin pump in the middle of the night. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 256 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.